Manufacturer narrative:
This report is being submitted for the same patient as manufacturer report 2124215-2024-59512.

Event description:
It was reported that this patient had an inflatable penile prosthesis (ipp) implanted. The patient presented at urgent care for an assumed urinary tract infection, and was put on antibiotics. Shortly after, the patient was admitted for an emergency surgery due to a ruptured appendix and acute kidney injury; it was found the reservoir was malpositioned as it was dangling in the abdomen like a pendulum and therefore, it was removed. Time later, the patient underwent the surgical procedure to place the reservoir. However, at the moment of the surgery, it was noted that the pump was not working properly. Therefore, the physician decided to replace the pump and cylinders as well. There were no patient complications reported. This report is being submitted to address the pump nonconformance found in the pump upon reservoir placement.